Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was user error. User has not performed a two-point calibration of the oxygen sensor. After a 2p calibration is performed the issue disappears.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, pictures and logs has been provided and technical team sent email for clarification of date and resolution. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has an alarm 151 "o2 concentration low" and alarm 224 (mismatch between delivered and measured fio2) during patient use. The error occured after the o2 sensor was replaced on (B)(6) by a hospital staff and 2 point calibration was performed on (B)(6). There was no patient harm associated from this reported event.